Event description:
The customer reported the collimator closed down during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane. System operates as intended. (B) (4)